Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 381 mg/dl and correction boluses were delivered. Pump system check was performed and air bubbles were identified in the tubing. Customer changed out the infusion set and insulin delivery was resumed.